Manufacturer narrative:
(B)(4). Date sent: 4/9/2025 additional information received: relationship to study device : blank: probable. Severity : blank : moderate. Relationship to study procedure : blank => probable. Updated log line: 1. Updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank : index.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 25371, and no non-conformances related to the malfunction were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent 3/18/2025 . Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: start date: 04 jan 2025 alert date: 10- mar- 2025 country of event: us model: lxmc17 device lot number: 25371 date of surgery: (b)((6) 2022 adverse event term: dysphagia. Patient details patient identifier: trx_2018_01: 01305-005 site country name: united states sex: female age (at time of consent): 57 years additional event details site awareness date: 10 mar 2025 end date: blank severity: blank is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: blank relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no dilation performed: no indicate type of dilation? Blank date of dilation: blank diagnostic intervention: no diagnostic imaging: no drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: yes if other specify: restart ppi outcome: recovering/resolving according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? Blank this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient trx_2018_01: 01305-005 experience, dysphagia. Relationship to study device: blank.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. Additional information: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form.: blank => no. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: blank => n/a. Outcome: recovering/resolving => not recovered/not resolved.